Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr checked the connections and cleaned the touch screen. The fsr performed the touch screen calibration, user verification test, and operational verification procedure. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator has a frozen touch screen. It is unknown if there was patient involvement associated with the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The reported issue was found during the user verification test (uvt). There was no patient involvement associated with the reported issue.